Manufacturer narrative:
Note: the event date is the date of the publication of this article, not the actual date of the documented results. Concomitant devices: - unk. Prod. ID/nim capital accessory ¿ no additional information available - unk. Product ID/nim probe ¿ no additional information available. Product evaluation: analysis results are not available; devices not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
This file will investigate the results reported in the following research article: huang kai, lin xixia, long miaoyun, chen qinchang, peng xinzhi, luo dingyuan <(>&<)> li honghao (2017) intraoperative nerve monitoring reduces recurrent laryngeal nerve injury in geriatric patients undergoing thyroid surgery, acta oto-laryngologica, 137:12, 1275-1280, doi: 10.1080/00016489.2017.1354397 ¿this research was aimed to investigate whether the intraoperative nerve monitoring (ionm) can reduce the incidence of recurrent laryngeal nerve (rln) injury in geriatric patients undergoing thyroid surgery.¿ ¿two cases of permanent rln injuries presenting as type 2 injuries occurred during the operation, and the function of the vocal cord could not be recovered. However, the cases with type 1 [transient] injuries (n=6) recovered within the follow-up time.¿ the patients with permanent rln injury were asked to go to department of otolaryngology for further treatment.¿